Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Event description:
It was reported the patient had a device trial the day prior to report and had questions about how high their amplitude should be. It was stated the patient thought they had a urinary tract infection (uti) which started about 3-4 days prior to report. It was noted the patient stated believed the uti began prior to having their trial implanted and they got a at home uti test but were not sure of the results yet. It was stated the patient had a loss of bladder control and had been going to the bathroom every 2 hours and it was "getting worse.¿ it was noted the patient got uti's all the time and had been off of their medication in preparation for the trial. Reportedly, the patient discussed a possible uti with their healthcare provider and was told that they may need to switch leads. It was stated the patient switched leads the night prior to report and the patient stated "did it make a difference? Probably not.¿ it was later reported the patient was contacted and was doing fine.